Event description:
This retrospective pregnancy case was reported by a consumer and describes the occurrence of foetal death ("essure implant damaging the fetal membrane leading to the baby's death") and pregnancy with contraceptive device ("pregnant during insertion of essure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "no pregnancy test was done prior to the insertion" and contraindicated device used "no pregnancy test was done prior to the insertion". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced foetal death (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), device expulsion ("in week 35 the essure implant had wandered into the uterus") and premature rupture of membranes ("damaging the fetal membrane"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. At the time of the report, the foetal death, pregnancy with contraceptive device, device expulsion and premature rupture of membranes outcome was unknown. The pregnancy outcome was reported as fetal death. The reporter provided no causality assessment for device expulsion, foetal death, pregnancy with contraceptive device and premature rupture of membranes with essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a consumer and describes the occurrence of foetal death ("essure implant damaging the fetal membrane leading to the baby's death") and pregnancy with contraceptive device ("pregnant during insertion of essure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "no pregnancy test was done prior to the insertion" and contraindicated device used "no pregnancy test was done prior to the insertion/ pregnant during insertion of essure". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced foetal death (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), device expulsion ("in week 35 the essure implant had wandered into the uterus") and premature rupture of membranes ("damaging the fetal membrane"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. At the time of the report, the foetal death, pregnancy with contraceptive device, device expulsion and premature rupture of membranes outcome was unknown. The pregnancy outcome was reported as fetal death. The reporter provided no causality assessment for device expulsion, foetal death, pregnancy with contraceptive device and premature rupture of membranes with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-aug-2018: quality-safety evaluation of ptc. On 23-aug-2018: e-mail from mpa with reference number:(B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.